Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient went to the emergency room after three days of device alarming. An interrogation of the device indicated that an alert was triggered for the right ventricular (rv) lead due to high rv defib coil impedance. It was noted that the impedance was now back in range. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.